Event description:
A customer reported they were attempting to intubate a child (unknown age) with a glidescope spectrum single-use qc hyperangle s2 laryngoscope with a 4.5 mm endotracheal tube (ett) and a gliderite stylet (unknown size or model). It was reported that the laryngoscope had a great view but they could not see to safely pass the ett into the oropharynx as both the laryngoscope and ett could not fit in the child's mouth. After attempting minor adjustments with the c-collar in place and a different stylet, the patient started to desaturate at which point they decided to mask gently and then retry with a straight blade. A glidescope spectrum single-use qc miller s1 laryngoscope was connected but would not show the image. Both available cables were attempted but still no view or light displayed from the laryngoscope. They decided to revert back to using the hyperangle s2 laryngoscope which was inserted at the same time as the ett, with removal of the front of the c-collar and manual in-line stabilization of the head and neck. The ett was safely passed through the glottis. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope spectrum single-use qc miller s1 laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image failure. When connected to verathon's test equipment, the laryngoscope's led blinked three (3) times and shut off. No image produced on the test monitor, nor did the monitor recognize the laryngoscope being attached. The laryngoscope was reconnected to the test equipment which the led blinked twice and stayed illuminated. The test monitor recognized the laryngoscope was attached; however, the display showed a blank/black image. The glidescope spectrum single-use qc miller s1 laryngoscope failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the laryngoscope was scrapped due to being a single-use device and there being no repairs available. Corrective action is not required at this time. Verathon will continue to monitor for trends.